Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was experiencing pain on their device. A couple of weeks prior to the report, it started hurting them in the private part in their inner back/thigh. The night prior, it was hurting and the shock was going down their leg and they couldn¿t get any sleep at all. They turned the stimulation down, but the therapy wasn¿t helping symptoms. It was controlling their bladder at the time of the report, but they were hurting. They were going to follow-up with their healthcare professional (hcp) and talk about a change in programs. No further complications were reported or anticipated.